Manufacturer narrative:
Device available for evaluation?: yes, returned to manufacturer on 11/10/2017. Device returned to manufacturer?: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection using microscope magnification showed the lens in the assembled lens/insert/case with the correct orientation. Small white debris was observed on the lens optic zone that could be related to loose particles compatibles with handling the lens out of the sterile environment. However, the reported issue was verified on the return. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on the catsweb system performed in december 07, 2017 revealed no additional investigation request for this po number (B)(4). Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(6) . Section g5: this report is being filed on an international device; tecnis optiblue 1-piece iol, model zcb00v that has a similar device, tecnis 1-piece iol model zcb00 which is distributed in the united states under PMA p980040. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a linty substance was observed on the intraocular lens upon opening the wheel case. No additional information was provided to abbott medical optics.